Event description:
During a visit to the site to change mlc reflectors it was discovered that the iso-center table height was 2mm off. The service engineer did a quick re-calibration of the table height and checked that the height at iso-center was 0. After the weekend the customer treated 16 patients before they discovered that the table was wrongly calibrated in height and that the largest offset was 16cm. This happened because when the service engineer calibrated the table he entered the value of 500 when instead he should have entered 5000. After calibration he only checked the height at iso-centere = 0.0 and did not tell the customer that the table height calibration was done. The customer discovered the error when the operator had to enter the room when xvi requested movement was more than 2cm. This happened (B)(6) 2013-, but elekta at that time did not realise that there had been actual mistreatments but thought the customer had discovered the fault before any mistreatment. During a visit to the site (B)(4) 2013, the service engineer was told about the mistreatments.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information.